Event description:
It was rpeorted that during a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty. The physician was placing a taxus express2 3.5x12mm drug eluting stent distal to a previously placed j&j cypher drug eluting stent in an ostial, calcified and significantly stenosed portion of a saphenous vein graft of unk location. The taxus express2 stent reportedly "got hung up" on the j&j cypher stent and dislodged, causing a stent emboli. The physician eventually retrieved the taxus express2 stent from the leg. No pt complications were reported and the pt is "doing fine." The physician completed the procedure with a different device.